Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash on their back from the lifevest equipment. Patient described area as red, pink with white in the middle and is itchy and burns. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed a hydrocortisone cream for the skin irritation. Follow up indicated that the cream helped the skin irritation to improve.